Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of "no image loss of function¿ was confirmed due to faulty cable. The switch button #1 was found to have intermittent function. The labels on the rear cover are faded. The device was repaired and returned to the customer.

Event description:
The service center was informed that during an unspecified procedure, the user reported the device image disappeared. The procedure was delayed for an unknown period. The procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: based on information raised, it is assumed that the images were not displayed because the camera head was broken or the cable was broken, so that the video communication could not be transmitted to the server. Camera head breakage or cable breakage may be due to the user's handling.